Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in an adult female patient who had essure (batch no. 829060) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced spinal disorder ("lumbar spine problem"), tendonitis ("tendinitis") and arthritis ("arthritis"). On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant), intervertebral disc protrusion ("recurrent herniated disc"), coxarthritis ("arthritis of the hip") and spinal pain ("lumbar spine pain"). At the time of the report, the arthralgia, spinal disorder, tendonitis, arthritis, intervertebral disc protrusion, coxarthritis and spinal pain outcome was unknown. The reporter considered arthralgia, arthritis, intervertebral disc protrusion, spinal disorder, spinal pain, tendonitis and coxarthritis to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 28-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in an adult female patient who had essure (batch no. 829060) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced spinal disorder ("lumbar spine problem"), tendonitis ("tendinitis") and arthritis ("arthritis"). On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant), intervertebral disc protrusion ("recurrent herniated disc"), coxarthritis ("arthritis of the hip") and spinal pain ("lumbar spine pain"). At the time of the report, the arthralgia, spinal disorder, tendonitis, arthritis, intervertebral disc protrusion, coxarthritis and spinal pain outcome was unknown. The reporter considered arthralgia, arthritis, intervertebral disc protrusion, spinal disorder, spinal pain, tendonitis and coxarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.